Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to multifactorial causes. The cause and the treatment for the peritonitis were not reported. On unreported dates, the patient experienced other non-peritoneal dialysis complications (unspecified), dianeal/extraneal therapies were discontinued and the patient passed away. The cause of death was reported to be multifactorial (not further specified). At the time of this report, the coroner¿s report was awaited. No further detail was provided regarding whether the patient was hospitalized for the event or if the patient recovered from the peritonitis prior to death. No additional information is available.